Manufacturer narrative:
The correct hba1c reagent lot number was confirmed as 687516. Based on investigation, the measured control results were not affected (controls are ready to use). No hemolyzing reagent is needed for control measurement and the problem occurred only on patient measurements, the assumed root cause of the falsely too high patient result is related to the hemolyzing reagent cobas c pack.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer reported that they had been contacted on (B)(6) 2014 by a physician who was surprised about a specific tina-quant hemoglobin a1c gen.3 (hba1c) result for one patient sample. The sample had a result of 60 mmol/mol. A new sample was collected from this same patient and the result measured from this sample was 60 mmol/mol. When the same new sample was measured on their other cobas 6000 analyzer, they received a result of 30 mmol/mol, which was the correct result. The customer then decided to repeat all of the samples tested for hba1c on (B)(6) 2014. They found a big difference between their two instruments for a lot of samples. Hba1c testing was stopped on the analyzer. Some other random tests from the instrument were tested, but no other test parameters seemed to be affected. Data was provided for a total of 131 additional patient samples. Of the 131 samples, a total of 31 additional samples had erroneous results that were reported outside of the laboratory. Samples were repeated on the other cobas 6000 system and these repeat results were believed to be correct. Corrected reports were issued for all involved samples. For the first additional sample, results of 60 mmol/mol on (B)(6) 2014, 60 mmol/mol on (B)(6) 2014, and 55 mmol/mol on (B)(6) 2014 were provided for initial measurements performed on c501 serial number (B)(4). For this same sample, results of 43 mmol/mol on (B)(6) 2014, 43 mmol/mol on (B)(6) 2014, and 42 mmol/mol on (B)(6) 2014 were provided for repeat measurements performed on the other c501 analyzer. It was asked, but it is not known if any of these values are duplicates or which specific sample results and run dates are correct. Refer to the attachment for information on all remaining additional samples. Values in the column marked "measurement 1" are from the complained analyzer. Values in the column marked "measurement 2" are from the other analyzer and these values are believed to be correct. The patients were not adversely affected. The hba1c reagent lot number was 687516 or 688382. It was asked, but it is not known which specific lot number was used at the time of the event. A clarification has been requested. The reagent expiration date was asked for, but not provided. The hemolyzing reagent lot number and expiration date were asked for, but not provided. On (B)(6) 2014, quality controls were measured and found to be high. When quality controls were measured again, they were found to be ok. The customer then ran a precision study using a patient sample pool and the precision was fine. The patient pool material measured with a mean of around 60 mmol/mol on the problem instrument, but when the pool was checked on the other instrument, the mean result was 30 mmol/mol. The pool was then measured again on both analyzers and the result was 30 mmol/mol on both. They then measured 5 patient samples on both analyzers and found the same results on both. They noticed the standby reagent cassette was changed to a current cassette at the time the results were shown to be at the right level. The customer believes that 2 different reagent cassettes and one hemolyzing reagent cassette were involved in the wrong measurement. Investigations could not determine a specific root cause. Based on investigation of the provided data, it is assumed that the root cause of the issue was the hemolyzing reagent pack. It may have been expired.